Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-oct-2018 with the following findings: during investigation, the battery compartment was cracked at the threads. The battery cap was returned, and a test battery cap was used. The pump powered up with the auditory and vibratory alarms to a blank screen. The reported ¿power¿ complaint was unable to be adequately investigated due to the blank display. The pump cover was removed and an eeprom component failure was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.